Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that during use the tube gel separator was found to have failed in several tubes. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H6: investigation summary: bd had not received samples, but (B)(4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of poor barrier separation was not observed. (B)(4) retained samples were visually inspected, and no gel defects were found. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10